Manufacturer narrative:
Continuation of d10: product ID 8785 lot# n770205, implanted: (B)(6) 2023, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(6), ubd: 27-nov-2019, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon at a dose rate of 27 mcg/day via implanted infusion pump for degenerative disease. It was reported that the following abnormal variability rates regarding pump reservoir volume discrepancies occurred: (B)(6) 2023- abnormal variability rate of -52% during initial refill after pump replacement, (B)(6) 2024- abnormal variability rate of -52% during refill, (B)(6) 2024 - abnormal variability rate of -72% during refill, (B)(6) 2024- abnormal variability of -47% during refill on, and (B)(6) 2024- abnormal variability rate of -39% during refill on. It was further reported that on (B)(6) pump operability was found to be normal during the pump roller test; however, drug aspiration was not possible during an attempted catheter contrast study. Contrast agent injection was also not possible. The outcome of the event was unknown. Regarding etiology, the relationship of the abnormal variability rate to drug (gabalon) was unrelated and they suspected a catheter problem due to the inability to aspirate. No patient symptom was reported.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the catheter was clarified as (B)(6) 2018. The patient had not experienced any signs or symptoms as a result of the issue. Actions since taken to resolve the pump reservoir volume discrepancies and inability to aspirate or inject the catheter were unknown. The cause of the suspected catheter problem / pump reservoir volume discrepancies and inability to aspirate or inject the catheter was unknown. It was unknown if the suspected catheter issue / pump reservoir volume discrepancies and inability to aspirate or inject the catheter were since resolved. The implanted devices were still in used and therefore would not be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8785, serial/lot#(B)(6), implanted: (B)(6) 2018, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.